Event description:
It was reported that the t:slim x2 pump battery would not charge, accompanied by a power source alert in the pump history. There was no adverse impact to the customer's blood glucose level. The issue resolved on its own without a change in charging supplies, and the pump began charging again, requiring no further assistance.